Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flush at the bottom of the device and not recessed into the unit. Customer's blood glucose was 536 mg/dl at the time of incident and customer treated with an injection. Troubleshooting found that the pump also alarmed no delivery. Troubleshooting was declined by customer as they knew the reason for the high was due to the drive support cap. No further assistance was necessary.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The drive support disk was inspected and no anomalies were noted. No cosmetic damage was noted.